Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) presented no visual damage. The balloon was tightly folded with the stent in between the markerbands. One strut on the distal end of the stent is bent. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the tortuous and calcified proximal circumflex (cx). A 3.00x32mm taxus liberte stent delivery system (sds) was advanced to the cx but was unable to cross the lesion. The device was removed from the patient and the lesion was predilated with an unspecified balloon. The sds was re-advanced to the cx but the device was still unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is fine.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the tortuous and calcified proximal circumflex (cx). A 3.00x32mm taxus liberte stent delivery system (sds) was advanced to the cx but was unable to cross the lesion. The device was removed from the patient and the lesion was predilated with an unspecified balloon. The sds was re-advanced to the cx but the device was still unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient¿s current condition is fine.